Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on previous investigations, the probable cause is due to some kind of stress such as damage or deterioration of parts, operational problem, and electrical problems like as signal loss or open circuit. The most probable cause of this event is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the air/water supply nozzle is corroded. There was no patient involvement.